Manufacturer narrative:
Final complaint report attached.

Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2016 event received from (B)(4) study. Initial description: "patient c/o cp (chest pain) in office on (B)(6) 2016 & set for heart cath on (B)(6) 2016, instent restenosis found in study stent & re-stented to rca". Outcome: recovered/resolved. Additional information on dec 20, 2016: the target vessel was rca: cass (coronary artery surgery segment) 3 -dist rca. The index procedure was performed on (B)(6) 2016. The doctor for index procedure and for re-stenting was dr. (B)(6). The patient came in first in pain on (B)(6) 2016, and again on (B)(6) 2016 to book the date for re-stenting procedure. There was no injury to the patient during index procedure and it was completed successfully. Additional information on december 22, 2016: medtronic integrity stent was used for the re-stenting procedure on (B)(6) 2016. The site became aware of the event on december 12, 2016. The patient is good at the time of follow-up. The physician who performed the restenosis procedure was dr. (B)(6). Additional information on dec 29, 2016: the revascularization procedure took place at the same hospital, (B)(6) medical center. Dr. (B)(6) is one of the dr. (B)(6)'s partners.

Manufacturer narrative:
Meeting minutes is attached. IFU and DHR reviews are attached.